Event description:
It was reported that a remote transmission showed potential oversensing of the p waves on the lead. The sensitivity was adjusted and the lead remains in use. No patient complications have been reported as a result of this event.